Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced on 06 march 2023 due to an increased recharge burden.